Event description:
Patient reported obtaining a blood glucose result of 101 mg/dl, while using the suspect device. Patient reportedly had a glass of milk and retested blood glucose, 30 minutes later, with a result of 127 mg/dl. Patient indicated that, in spite of obtaining a normal reading on the suspect device, he was experiencing hypoglycemic symptoms. Patient reportedly had a glass of kool-aid and phoned emergency medical services. Upon paramedics' arrival, - 30 minutes later, patient's blood glucose measured 37 mg/dl (on paramedics' blood glucose monitor). Patient was reportedly treated with glucose tablets and intravenous fluids (contents not provided), after which he was transported to the hospital for additionnal treatment. Patient stated that, once hospitalized, he was given additional glucose and medication for pain. Patient did not provide the duration of hospitalization. Patient's current condition: feeling ok. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.